Event description:
The customer reported that there was air in the return line. Patient information is not yet available. It is not yet clear if the disposable set is available for return for evaluation. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Event description:
The customer declined to provide the patient's information.

Event description:
The set will not be returned for investigation because it has been inadvertently discarded. The donor did not experience any adverse issues due to this event because the doctor interrupted the procedure before the first return.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The customer reported that they went to the hospital and checked the disposable set for leaks and obstructions in the lines and the reservoir filter. No problems were found. Also, the clamp on the bag was not properly closed and the sample bag was still attached and not sealed. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). The customer did not provide the lot number pertaining to this event, therefore a device history record evaluation could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Root cause: based on the description of the set by the customer, the operator had not clamped the sample bag line or removed the sample bag after collecting the sample. The set air removal step, prior to the connection of the donor, forces the air inside the set out of the needle. If the sample bag is not closed during this step, air can enter the sample bag. If the sample bag is not removed after taking the sample, it is possible that the air can leave the bag and enter the donor connected circuit.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.